Manufacturer narrative:
The customer reported the spikes at end of tubing were separating, and returned a photo and sample of material 10010903, lot 24059427. The set was examined, and the complaint was verified. The sample was separated at the blood tubing in both of the 2 spikes. The tubings had signs of insufficient solvent when examined under a microscope. The manufacturing site found the root cause of the separation at spike to be related to solvent assembly process. The failure mode was addressed under a work order on (B)(6) 2024 to fix the issues found within the solvent dispenser. Device history record review for model 10010903 lot number 24059427 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris smartsite gravity blood set separated the following information was received by the initial reporter with the following: the blood tubing that I showed you today here at mission providence, has the bag spike ends that are detached from the tubing. This was discovered in our pacu department. They claim this was the third package that had this issue; however, they don't have the lot number from the first 2 packages.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed